Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. N/a was populated as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness however, was able to self treat with glucose. It was reported that the customer was in the hospital but no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no), (device expiry date), and h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed, and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 1 (initial factory state). An insertion failure was observed. Watermark was not observed at the sensor base indicating the sensor tail was not properly inserted. Therefore, this issue is not confirmed to tail not properly inserted. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness however, was able to self treat with glucose. It was reported that the customer was in the hospital but no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.